Manufacturer narrative:
Event site postal code - 030-0821. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(6). H3 other text : device not returned.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted it would not inflate. The cardiosave intra-aortic balloon pump (iabp) was restarted, but this did not resolve the issue. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse even reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. Three kinks were observed on the catheter tubing approximately 76.2cm, 74.7cm and 72.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).